Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the clinic following an episode of ventricular tachycardia (vt). Device interrogation identified an error code indicating a shorted lead condition occurred. System evaluation confirmed the patient received two shocks for the arrythmia. The defibrillation therapy did not result in successful conversion; however, the patient converted on their own. Shock impedance measurements were found to be out of range and less than 20 ohms. A boston scientific technical services consultant discussed the clinical observations and stated the system should be explanted. The patient was admitted to the hospital for replacement. The system remains implanted at this time. No additional adverse patient effects were reported.